Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 mg/dl and diabetic ketoacidosis. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin, and "anti-nausea". Customer was discharged 2 days later with the issue resolved and no permanent damage. Customer declined troubleshooting with tandem technical support (tts) and declined to provide further information. Tts educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.